Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the hypotension/hemodynamic appears to be due to patient factors-, additional information was received stating that the patient¿s heart (lv) was thick, with not very good circulation, which may be why he did not recover right away. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), after valve deployment via transapical approach, the patient¿s pressure was not recovering, so bypass was used until the patient stabilized. Initially during deployment of the first valve, the valve moved too aortic to an 80:20 position. During tee it was noted there was moderate central aortic insufficiency (cai) and a 2nd valve was placed within the 1st valve, and all ai was reduced to less than trace. Reportedly, the patient's pressure was having trouble recovering after the 2nd valve placement and bypass was used until the patient stabilized. The patient was weaned off bypass and left the or with a balloon pump. The patient was subsequently reported to be doing well and did not need any additional intervention.